Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. While checking the trajectory, the physician inadvertently crossed the valve into the left ventricle with the clip open. The implanter failed to apply the thumb stop to prevent the clip from contacting the valve. This action caused the clip to become caught on the anterior leaflet. Troubleshooting was performed to remove the clip and was successful. However, the troubleshooting caused a leaflet perforation. The clip was removed and exchanged for a different size. The procedure was then completed with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on the leaflet is a cascading event of the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method is due to the user not using the fastener to prevent unwanted device movement and introducing an open clip into the left ventricle. It should be noted that the mitraclip system instruction for use states: "secure the sleeve handle in the stabilizer using the fastener. To reposition the mitraclip g4 system, move the stabilizer with the system until positioning is adequate.¿ the reported leaflet perforation is a cascading event of the clip caught on the leaflet. Additionally, tissue injury is listed in the IFU as a known potential complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. H6: device code 2017 - failure to follow steps / instructions.